Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk.

Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 183mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that the insulin pump alarmed. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.